Event description:
Patient was being transferred to the commode by pt/ot physical therapy/occupational therapy. Once patient was lifted in the air the maximove would not lower from the remote or from the controls on the lift. Batteries were exchanged and that did not fix problem. The other lift was brought in as a back up. The lift was tried again and it worked. Staff forgot about the emergency release.====================== health professional's impression======================unknown - the lift was taken out of service and the arjo rep was contacted. The lift was inspected, information provided to the rep so that he could release the lift back into service.====================== manufacturer response for arjo maximove, arjo maximove======================rep inspected device, requested information (form was completed and returned to rep), rep needed information to release the lift back into service.